Event description:
A report was received that the patient's ipg was causing pain. The physician prescribed lidocaine patches which helped to relieve the pain.

Manufacturer narrative:
Additional information was received that the patient was doing well.

Event description:
A report was received that the patient's ipg was causing pain. The physician prescribed lidocaine patches which helped to relieve the pain.